Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a colonoscopy last thursday and since then the stimulation had changed. The patient stated that they would normally feel stimulation in their left and right legs on group c/program 1 at 7.4 and now they felt it very faintly in just their left leg and in order to feel it even a little bit they needed to turn the stimulation up to 9.6. The patient said they also had "a lot of back problems right now." The patient then stated that they tried using the controller on friday, saturday, and sunday with no success. The patient stated they thought it was the controller battery. Patient services (ps) asked the patient to confirm that the stimulation was on and the patient stated that stimulation was off; ps had the patient turn the stimulation on and see if they had any other groups/programs but the patient stated they only had group c and program 1. A replacement recharger (rmt) was sent to the patient. For troubleshooting purposes. The patient was directed to follow-up with their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.